Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer changed the batteries three times and the display returned but the numbers on the display scrolled uncontrollably and the escape button became unresponsive. The blood glucose reading was 215 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no escape and up button response due to corroded keypad traces. No frozen screen, display anomaly or blank display noted. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump has minor scratched display window, cracked display window at bottom left and right corners, cracked case at display window corners and cracked reservoir tube lip.